Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that on an unspecified date, the patient experienced a blood glucose of 500mg/dl with nausea and large ketones associated with a battery life issue. Reportedly, the patient discontinued the insulin pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support (cts), it was revealed that the alarm history indicated that the battery life was less than expected and the top of the battery cap was worn. This complaint is being reported because the patient allegedly experienced hyperglycemia because of a battery life issue.